Event description:
It was reported that, during a tha, when a surgeon opened the blister pack, he noticed a little powder on the stem neck. He judged its ha powder and implanted as is.

Manufacturer narrative:
Reported event: an event regarding an issue with appearance involving a securfit stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed, the device was implanted, no photographs were provided. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because the device was implanted and no photographs of the reported event were provided. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device implanted.